Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Customer¿s blood glucose value was 180-400mg/dl. A replacement pump was sent to the customer to resolve the issue.